Manufacturer narrative:
No device has been received for evaluation; however, photographs of the device were provided and were able to confirm the reported event as the tip of the device was absent. Additionally, a review of the radiographs provided was also able to confirm the presence of the tip retained in the patient's bone. Finally, information provided by the initial reporter indicated that the patient had very hard sclerotic bone. Based on the information obtained, the root cause of the reported event was likely excessive and/or off-axis force applied to the device during use in combination with the hard/sclerotic patient bone, which likely required more force, making made tap advancement and retrieval more difficult. Labeling review: "warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient." "The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury." "Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "The physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted."

Event description:
It was reported that during an extreme lateral interbody fusion with posterior fixation, when tapping the patient's right l2 vertebra, the threaded part of the tap broke off and was retained in the patient's bone. No further patient impact was reported. No additional information was provided.